Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a manual injection while disconnected from the pump. Customer's blood glucose decreased below 56 mg/dl. The customer's daughter administered glucagon to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.